Manufacturer narrative:
There was no response in the medical records from the physician to confirm or diagnose the post operative issues that the patient reported in regard to the repair on the right side. The medical records did not include a lot number, therefore a review of the manufacturing records could not be conducted. Based on the information provided we are unable to determine to what extent the bard device may have caused or contributed to the patient's reported post operative pain and inflammation. Inflammation is a known possible adverse reaction listed in the IFU. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted. See initial and supplemental MDR 1213643-2014-00122 for information related to the bard flat mesh implanted on (B)(6) 2000.

Event description:
The following is based on medical records and information provided by the patient: (B)(6) 2000 - patient underwent repair of a left direct inguinal hernia with the placement of bard flat mesh. (B)(6) 2014 - patient underwent repair of a recurrent left direct inguinal hernia and a right direct inguinal hernia, with the placement of one left bard 3d max mesh and one right 3d max mesh. During this procedure the bard flat mesh was noted and manipulated, however was not explanted. (B)(6) 2014 - follow up appointment patient complained of "hernia pain is terrible (on right side in the area of the mesh patch) when I move about." Skin and muscle seem inflamed and sore within the borders of right inguinal patch. Pain level 10 when bending over. Sometimes pain is very sharp. Although no medical/surgical intervention has taken place, based on the alleged severity of the patient's post operative pain an MDR is filed to document this event.